Event description:
Initial result for a pt tsh was 0.037. When repeated, the result was 7.640. The incorrect result was not used to guide therapy. The field service rep replaced tubes 465 and 8 to repair the analyzer.